Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump settings were set as ordered by provider. The pump was alarming and there were air bubbles in the tubing. The patient went in to a facility where nursing confirmed settings on pump appeared correct. The pump indicated 62.45 ml were given at continuous rate of 2.4 ml/hour, and it stated the reservoir volume was 47.3 ml. The bag in the cassette appeared empty and there was air in line. The pump was disconnected. The patient was experiencing adverse side effects, including diarrhea, abdominal cramping leading to hemorrhoid issues resulting in rectal pain/irritation for approximately five days.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced downstream occlusion sensor, air detector, and trimmed expulsor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400. H4: correction: device manufacturing date: 19-jun-2008.